Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated with the programmer. An invasive procedure was performed to replace the device, during which, damage to the lead insulation was observed.